Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is underway. The reported problem (service code 204) has been confirmed. As received, the electrode belt was unable to communicate with a monitor. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving a code 204 (belt unusable).

Manufacturer narrative:
Follow-up report - device evaluation - 04/06/2017: device evaluation of belt sn (B)(4) was completed. The reported problem (code 204) was confirmed. As received, the electrode belt was unable to communicate with a monitor. Upon investigation, op amp u720 and resistor r745 were shorted on the distribution node pca. The cause of the failure was the damaged components. The root cause of the shorted components was unable to be positively identified. Follow-up report - correction - 04/06/2017: the originally listed result codes were incorrect. Result codes were updated to reflect the observed device failure. Device evaluation of electrode belt sn (B)(4) is underway. The reported problem (service code 204) has been confirmed. As received, the electrode belt was unable to communicate with a monitor. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving a code 204 (belt unusable).